Event description:
Same case as MFR report #2134265-2009-02568. It was reported that during an unspecified angio procedure guide wire coating detachment occurred. The "almost" 60% stenosed, mildly calcified, target lesion was the "4 vessel" area between the "ica and eca". The pt's vascular anatomy was considered to be a "a little" tortuous. A g/wire 035/150 angled guide wire was advanced to an unspecified location and during the procedure the "coated part was peeled off" the tip. The detached portion was able to be retrieved from the pt. The same malfunction occurred with a second g/wire 035/150 angled guide wire with the detached portion of the second wire also able to be retrieved. The procedure was completed with a non-bsc wire. There were no pt complications reported with the pt's current condition listed as "good".

Manufacturer narrative:
The complaint device was not returned, therefore, product analysis was not possible. Without product analysis it was not possible to confirm the reported event or inspect the device for potential root causes. Lake region medical is the MFR of the zipwire product family. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot and found the product was final inspection tested at lake region medical and determined to be acceptable. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.